Manufacturer narrative:
Pt age: 40s. Device specific information is not available at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while a 3rd party subcontractor was changing the cold head on the magnet, the cold head crashed into the magnet. The subcontractor sustained significant cuts on his finger that required sutures. He is now fine.

Manufacturer narrative:
The investigation by ge healthcare has been completed and concluded that the root cause of the event was that during a coldhead change out, the 3rd party field engineer lost his footing while carrying the coldhead away from the magnet. This allowed the cold head to come in contact with the magnet surface, resulting in the injury. The 3rd party field engineer had been trained to work on ge systems and had knowledge of all required procedures, manuals and safety training. The system was and is, operating per specification. No corrective action is required.